Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between november 11-12, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10: the event occurred in 2025. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor overinfused during patient infusion. The issue was described as, "the elastomer ends 8 hours before the scheduled time". There was no report of patient injury or medical intervention associated with this event. No additional information is available.